Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they got their device on (B)(6) 2025 and it was the most wonderful thing in the world and then it stopped working. It would go on and off. They talked with the manufacturing representative (rep) both prior to and after implant and the rep said it would be fixed and all of the sudden 3 months later there was a problem with their insurance and their doctor's office and couldn't be seen there anymore. The patient also said that after probably 6 months or more they felt the ins moving. It had now floated up to almost their waistline. They had seen pictures and it looked like "little fishtails". Patient confirmed they had not had any falls, falls or other medical tests or procedures, no traumas to their body that may have caused injury. The patient was redirected to their healthcare provider to further address the issue. Offered and sent listings. The rep was also contacted and indicated they would reach out to the patient. On (B)(6) 2026 additional information was received. They indicated that the stimulator worked intermittently from the beginning. (B)(6) 2026 additional information was received from the patient. They reported that they had a conference with the manufacturing representative (rep) and there was some confusion by the office staff (doctors office). The rep straightened it out and they made a plan to proceed in a positive way. They would go forward with their doctor.